Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical treatment as a result of skin irritation on unknown date with blood glucose of 90 mg/dl. The customer was treated with antihistamine in the hospital. Customer mentioned that they had issue with the adhesive. Customer stated they receive sensor updating, change sensor and calibration not accepted alert. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been reviewed after the initial report was submitted.